Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes slow fill due to drag on syringe. Customer states that they are filling about 1.5 ml. No report of injury or medical intervention. No report of blood exposure to mucous membrane.